Event description:
It was reported that customer experienced delivery anomaly. Customer reports to have high blood glucose due to insufficient delivery. During troubleshooting, it was found that cannula fill amount was incorrect. Customer was advised that cannula fill amount should be 0.5 and not 0.6. Customer was also advised that infusion set should be changed every two to three days instead of every four days. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.